Manufacturer narrative:
This report is submitted beyond 30-calendar days from allergan¿s receipt due to the exemption transition period. Information contained in this record was previously submitted thru psr. Reason for reoperation are infection (early onset), wound dehiscence, and seroma. A review of the device history record has been completed. No deviations or non-conformances noted. The events of infection (early onset), wound dehiscence, and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side "dehiscence¿, ¿persistent seroma positive for staphylococcus aureus¿, and ¿infection in left breast¿. The device has been explanted.